Event description:
The device was used on a patient for about 15 minutes, and one shock was delivered. Reportedly, the users turned the device off for about 6 minutes when ems arrived and administered drugs. The device was turned back on; issued a no-shock advisory. The rhythm changed to likely shockable (ventricular flutter) after about 2 minutes, however, the fr2 again did not advise a shock. Ems then turned off the fr2 after about 20 seconds and delivered a shock with their manual defibrillator.

Manufacturer narrative:
Analysis of the ECG from the event determined that the rhythm was likely ventricular flutter and shockable. Due to its classification as a ventricular tachycardia (vt) that is potentially associated with a perfusing rhythm, the defibrillator's algorithum treated it as a non shockable rhythm. The labeling indicates that some vts may not be shocked. Further information available about this incident is limited. Because it is assumed that the patient did not survive, the reporter alleges a product deficiency, and the investigation to date has not ruled out device involvement, this event is being filed.